Event description:
It was reported that the balloon failed to deflate. This 5.0 x 40, 135cm charger balloon and non-boston scientific 5f introducer was selected for treatment of spinal muscle atrophy of the celiac truck. The procedure went as expected; however, during removal the balloon was not able to be deflated. The physician was unsuccessful at attempting to use a "dilator handle" to remove. At last, they withdrew the balloon together with the introducer. This caused a bigger "entrance hole" than normal and took additional time and sutures to close the access point. The patient was reported as fully recovered.

Event description:
It was reported that the balloon failed to deflate. This 5.0 x 40, 135cm charger balloon and non-boston scientific 5f introducer was selected for treatment of spinal muscle atrophy of the celiac truck. The procedure went as expected; however, during removal the balloon was not able to be deflated. The physician was unsuccessful at attempting to use a "dilator handle" to remove. At last, they withdrew the balloon together with the introducer. This caused a bigger "entrance hole" than normal and took additional time and sutures to close the access point. The patient was reported as fully recovered.

Manufacturer narrative:
Device eval by manufacturer: this 5.0 x 40, 135cm charger balloon was returned and analyzed. Visual examination found no issue with the tip of the device or marker bands. The balloon was not folded, which indicates that it was subjected to positive pressure and had been inflated. A visual and tactile examination found that the shaft was free from kinks or damage. Functional analysis was performed, where the balloon was inflated to its rated burst pressure using deionizes water and an inflation unit. A vacuum was then applied, and the balloon was fully deflated in less than 10 seconds. The inflation device was verified at 20 atmospheres, before and after use with a calibrated pressure gauge. This inflation to rated burst pressure and deflation was repeated three times with full balloon deflation of the balloon being achieved in less than 10 seconds on every occasion. The report of the balloon failure to deflate was not confirmed through analysis.